Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The patient had significant swelling at the pocket site and a tasering feeling in her chest near the pocket. Moreover, the patient had a fever after the procedure and was brought to the hospital, where it was determined the patient had a bacterial infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: impact codes with hospitalization or prolonged hospitalization & device explantation if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket infection. The patient had significant swelling at the pocket site and a tasering feeling in her chest near the pocket. Moreover, the patient had a fever after the procedure and was brought to the hospital, where it was determined the patient had a bacterial infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient also had a swelling in the pocket site. The patient had an auto-immune disease that makes the skin fragile. Furthermore, the patient also had fever. The patient was then brought to the where it was determined that there was a bacterial infection in the lungs presumably due to a pneumothorax caused by puncturing of the lung at the time of the initial procedure. There were no additional adverse patient effects reported. All available information indicated that the ra lead remains in service.